Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an episode of syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited high rv threshold. It was also noted that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) more than nine months prior, and the device is now at end of service (eos). Follow-up was conducted with the patients listed clinic, but no further information was ascertained. No reprogramming has been completed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported further that the implantable cardioverter defibrillator (ICD)  has been extracted and replaced. No patient complications have been reported as a result of this event.